Event description:
It was reported that during a gynecological procedure, the footpedal was not working, therefore, the surgeon could operate only in aspiration mode. The surgeon also reported difficulty inserting the handpiece into the unit.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. Upon visual and functional eval, it was noted that the unit had a loose cpc connector, therefore, the defect reported by the customer was verified. During inspection of the instrument, other defects adversely affecting the function were found and repaired including the internal pneumatic sys and defective fastening material.